Manufacturer narrative:
No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device history records identified no related deviations or anomalies during manufacturing. Medical records/radiographs were provided and reviewed by a health care professional. A review of the available records identified findings of the reported issues: mild pain, elevated ions, metallosis and large tumor found under the iliotibial band, dark staining throughout, minor corrosion around distal aspect no complications during the procedure. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis location unknown; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2021 - 02626, 0001825034 - 2021 - 02628, 0001825034 - 2021 - 02656.

Event description:
It was reported the patient underwent primary right tha. Subsequently patient experienced pain, and elevated metal ions, developed pseudotumor and underwent revision of right tha approximately twelve 12 years post implantation. During the surgery surgeon noted corrosion and metallosis, head/neck exchanged for active dual mobility system. Attempts have been made and additional information on the reported event is unavailable at this time.